Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.

Event description:
Customer sent a repair request reported with an issue of "image sandstorm" (no image). The issue found during an unknown event. There was no patient harm, no user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation confirmed the reported customer issue. Evaluation noted image sandstorm (no image) has been reproduced. Noise occurred due to a failure in the image sensor caused temporary image loss. Additionally, the adhesive on the curve rubber noted to be missing (chipped). Investigation is ongoing. This report will be supplemented accordingly following investigation.